Manufacturer narrative:
Device evaluation: the distal tip was slightly frayed. Visual inspection of the device handle confirmed the red safety clip was present on the returned device. There was no gap was evident between the blue slider and the front grip. Residue was visible on the device. The stent was positioned under the retractable sheath between the marker bands. The stent was deployed without issue. The handle and the retractable sheath could be moved freely on the device without any issue. (B)(4).

Event description:
The physician was attempting to use a complete se stent to treat a severely calcified and moderately tortuous lesion in the left sfa. The device was removed from its packaging and prepped with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. It was reported that the device failed to deploy. No patient injury reported.